Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing and reprocessing could not be appropriately conducted due to leakage from forceps elevator. The events can be detected by following the IFU sections: inspection of the air-feeding function; inspection of the objective lens cleaning function; inspection of the endoscope. The event can be prevented by following the IFU which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.) Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air/water cylinder and tube had foreign objects, and there was a stain inside the light guide lens. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to the finding in b5, the evaluation also found the following: air/water cylinder had no color. Scope cylinder had no color. Adhesive around light guide lens had a crack. Water tightness of forceps elevator was lost. There was corrosion around forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.